Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent shock equipment malfunction during the operational check. There was no patient involvement.